Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle inside the fluid path. This was discovered during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and a photograph of the sample were provided for evaluation. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed, and no defect was noted with the connector or cap areas. Visual inspection of the provided photograph noted a white string-like polymeric appearing particle apparent in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.